Manufacturer narrative:
The long bipolar grasper instrument was returned to intuitive surgical, inc. (Isi) for failure analysis (fa). The instrument was tested in house and passed recognition and engagement tests. The instrument's motion could not be tested due to the additional finding of a dislodged cable crimp at the distal end near the base of the yaw pulley which caused the grips to open and close improperly. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, there was unexpected bleeding. The surgeon attempted to seal an unidentified vessel with the long bipolar grasper instrument. However, the vessel continued to bleed despite applying pressure and the decision was made to convert the procedure to open surgery in order to achieve hemostasis. The long bipolar grasper instrument was used to clamp the bleeding vessel while the procedure was being converted to open surgery, and once converted, the instrument release kit (irk) was used to release the instrument from vessel, as opposed to the surgeon side console (ssc), in order to maintain sterility. The vessel was sutured to achieve hemostasis. The patient did not have any post-operative complications.